Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there is a piece of coil which perforated the fallopian tube lodged on the out side of the tube,/ left tube patent'), pelvic pain ('physical pain / pelvic pain'), device breakage ('left essure microinserter is fragmented with a marker for the proximal end of the outer coil being discontinuous') and device dislocation ('essure device wasoutside with the omentum arapped around') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2010. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 months 23 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2010 -surgical laparoscopic removal of left coil, laparoscopy with removal of essure device from left tube and surgical laparoscopic removal of left coil). At the time of the report, the fallopian tube perforation, pelvic pain, device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, nausea, dysmenorrhoea, migraine, headache, abdominal pain upper and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 3 trailing coils she did not claim that essure worsened a previously existing injury/condition. If no removal planned, select reason(s): unable to afford surgery select all injuries resolved post-removal pain, bleeding discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Five trailing coils were present after insertion with the inner metal insert visible as well. No adjustment in this area was undertaken. On the patient's left side there was initial difficulty in advancing the essure device. Approximately 3 coils were visualized after insertion. Discrepancy in essure insertion date which was (B)(6) 2009 and as per mr she had hysterosalphingogram in (B)(6) 2009. Right salpingectomy not perforamed,as plaintiff does not want to. Received treatment for - pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on an unknown date: shows the left tube to be patent; on (B)(6) 2010: unilateral occlusion (right tube occluded). Essure is fragmented with a marker for the proximal end of the outer coil being discontinuous and rests in the microinserter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Reporters were added. Event outcome of pain, bleeding, fracture, migration and perforation were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2010. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 months 23 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, migraine, headache, abdominal pain upper, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 3 trailing coils she did not claim that essure worsened a previously existing injury/condition. If no removal planned, select reason(s): unable to afford surgery select all injuries resolved post-removal pain, bleeding discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there is a piece of coil which perforated the fallopian tube lodged on the out side of the tube,/ left tube patent'), pelvic pain ('physical pain / pelvic pain'), device breakage ('left essure microinserter is fragmented with a marker for the proximal end of the outer coil being discontinuous') and device dislocation ('essure device was outside with the omentum arapped around') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2010. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 months 23 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery ((B)(6) 2010 -surgical laparoscopic removal of left coil, laparoscopy with removal of essure device from left tube and surgical laparoscopic removal of left coil). At the time of the report, the fallopian tube perforation, pelvic pain, device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, migraine, headache, abdominal pain upper, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 3 trailing coils she did not claim that essure worsened a previously existing injury/condition. If no removal planned, select reason(s): unable to afford surgery select all injuries resolved post-removal pain, bleeding discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Five trailing coils were present after insertion with the inner metal insert visible as well. No adjustment in this area was undertaken. On the patient's left side there was initial difficulty in advancing the essure device. Approximately 3 coils were visualized after insertion. Discrepancy in essure insertion date which was (B)(6) 2009 and as per mr she had hysterosalphingogram in (B)(6) 2009. Right salpingectomy not performed,as plaintiff does not want to. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on an unknown date: shows the left tube to be patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: medical records received. New events: fallopian tube perforation and device breakage and device dislocation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there is a piece of coil which perforated the fallopian tube lodged on the out side of the tube,/ left tube patent'), pelvic pain ('physical pain / pelvic pain'), device breakage ('left essure microinserter is fragmented with a marker for the proximal end of the outer coil being discontinuous') and device dislocation ('essure device wasoutside with the omentum arapped around') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2010. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 months 23 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery ((B)(6) 2010 -surgical laparoscopic removal of left coil, laparoscopy with removal of essure device from left tube and surgical laparoscopic removal of left coil). At the time of the report, the fallopian tube perforation, pelvic pain, device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, migraine, headache, abdominal pain upper, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 3 trailing coils she did not claim that essure worsened a previously existing injury/condition. If no removal planned, select reason(s): unable to afford surgery select all injuries resolved post-removal pain, bleeding discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Five trailing coils were present after insertion with the inner metal insert visible as well. No adjustment in this area was undertaken. On the patient's left side there was initial difficulty in advancing the essure device. Approximately 3 coils were visualized after insertion. Discrepancy in essure insertion date which was (B)(6) 2009 and as per mr she had hysterosalphingogram in (B)(6) 2009. Right salpingectomy not perforamed,as plaintiff does not want to. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on an unknown date: shows the left tube to be patent. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2010. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 months 23 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, migraine, headache, abdominal pain upper, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 3 trailing coils she did not claim that essure worsened a previously existing injury/condition. If no removal planned, select reason(s): unable to afford surgery select all injuries resolved post-removal pain, bleeding discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case become incident, essure removal date was added, concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.